Manufacturer narrative:
The actual device was received for evaluation. The sample was returned to the plant containing 145 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. The device contained piperacillin/tazobactam 13500mg in 230 ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.